Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's partner reported via telephone call that the blood glucose went over 400 mg/dl and that the insertion site was infected. The customer was treated with several boluses. The partner stated that doctor had been contacted and declined troubleshooting.